Event description:
It was reported that the patient presented in-clinic for a check. Upon review, x-ray showed that the right atrial lead had dislodged and exhibited failure capture and failure to sense. The right atrial lead was explanted. Patient was stable.